Event description:
Customer reported that the t:slim x2 pump battery was not charging and received a power source alert indicating a potential issue. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to try a working outlet and adaptor, which did not resolve the issue, leading to the decision to replace the pump. The customer planned to use multiple daily injections (mdi) as backup therapy until the replacement arrived, which was sent with updated software. Customer understood return procedures and next steps with the replacement pump.